Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? The device was once locked on the tissue with the jaws closed for the trial (to see the angle). The surgeon tried to open the jaws but they were not opened. So he somehow aggressively removed tissue out of staple and took the device out of the patient body. While he tried to open the jaw, he pulled the firing trigger. (Out of the patient¿s body) the jaw was not opened. When I inspected the device, the knife did not return fully. The surgeon did not try manual override. The device was returned with the jaw closed and the knife was not returned.

Event description:
It was reported that the pse60a (gst60d was inserted) was fired but knife did not comeback fully. The jaw was not opened.

Manufacturer narrative:
(B)(4). Batch number r57l7a investigation summary. The analysis found that one pse60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Per photographic evaluation: one photo was provided. The picture shows and anvil from the bottom view with a gold reload loaded. The knife indicator can be seen partially advance. This conditions on the reviewed device will not allow the device to open. Based on the condition of the knife indicator noted on the picture the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.